Event description:
It was reported that the device trigger was sticking with run on during demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.